Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank lcd screen after the battery was changed and a new battery cap was installed. Standard troubleshooting for the blank display was performed and failed. The customer's blood glucose reading was 211 mg/dl. The customer was advised to revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.